Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Discarded by hospital.

Event description:
The customer reported that over the weekend she noticed that some of the heads on their exeter sets had black material coming from behind and around the retentive orange ring. The customer has raised this as a contamination risk and is looking to replace all the retentive heads on their sets with non-retentive heads. The devices are in a newly consigned kit which has not previously been used by this hospital but may have been used on other customers previously. The customer has indicated that cssd had removed the rings to clean the heads. The devices are cleaned by hand, and then treated ultrasonically. Finally they are put through the washer. Details of the cleaning agents used were unknown on intake. The customer is asking for clarification about the correct way to clean the heads and whether removing the retentive ring is appropriate. As this was noticed prior to use, there was no patient involvement.

Manufacturer narrative:
An event regarding cleaning issues involving a v40 head trial was reported. The event was confirmed. Method & results: -device evaluation and results: the device was not returned but images were provided. The image showed that the device has scratches on the exterior surface. The o-ring appears worn. -medical records received and evaluation: clinician review was not requested as the event is unrelated to patient factors. No adverse consequences to a patient were reported as the event occurred during inspection. -device history review a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation concluded that the alleged cleaning issues were caused by not following proper cleaning procedures. Details of the cleaning and sterilization can be found in the surgical protocol and also the package insert qin 4333. There was no mention of removal of the o-ring during cleaning process. Therefore, the reported instrument is not intended to be disassembled during cleaning process. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that over the weekend she noticed that some of the heads on their exeter sets had black material coming from behind and around the retentive orange ring. The customer has raised this as a contamination risk and is looking to replace all the retentive heads on their sets with non-retentive heads. The devices are in a newly consigned kit which has not previously been used by this hospital but may have been used on other customers previously. The customer has indicated that cssd had removed the rings to clean the heads. The devices are cleaned by hand, and then treated ultrasonically. Finally they are put through the washer. Details of the cleaning agents used were unknown on intake. The customer is asking for clarification about the correct way to clean the heads and whether removing the retentive ring is appropriate. As this was noticed prior to use, there was no patient involvement.